Event description:
It was reported that the surgeon attempted to fire the device across appedix and reported that the stapler "misfired" with mostly malformed staples. A second device was opened and fired across appendix successfully. There was no patient consequence.